Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the device was attempted to be used, but the handle knob and the trip wire broke. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the turn dial, the knob and the wire broke prior using it. No patient complications have been reported due to this event.

Manufacturer narrative:
Block b3: date of event was approximated to 11/01/2020 as the event date is unknown. Block h6: device code 1069 captures the reportable issue of handle broken and trip wire broken. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that ligator head was not returned with the device. It was noted that the trip wire was partially rolled in the handle assembly ,indicating that the knob was initially rotated and the tripwire was not secured in the handle slot as the slack was not removed from the device during initial set up. It was also noted that the tripwire was caught between the handle bracket and handle spool. The shank mold in the handle assembly was broken and marks on the tripwire were observed on the component, indicating that the tripwire was placed in the shank mold and broke when the handle was rotated. A functional evaluation was performed and it was noted that the handle could not be rotated due to the tripwire that got caught between handle bracket and handle spool. No other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as trip wire was not properly secured in the handle assembly and the slack on the trip wire was not properly removed, indicated in the steps 4 and 6.